Manufacturer narrative:
Device evaluated by MFR? , corrected data, initial MDR inadvertently omitted that the explanted device was received for analysis. Corrected device evaluated by manufacturer to no and added code 02. Describe event or problem, corrected data, initial MDR inadvertently omitted that the suspect device was received for analysis. Device available for evaluation?, corrected data, initial MDR inadvertently omitted the received date for the suspect device.

Event description:
The generator has been received for analysis. Product analysis is currently underway but has not been completed to date.

Event description:
Analysis on the returned generator indicates that the device as-received was found to be at eos pulse disabled condition; however, burn marks on the generator suggest that, at some time, the generator was exposed to electrocautery. It is not clear exactly when the device was set to eos pulse disabled. Also, the available magnet history indicates that the device registered magnet activations on (B)(6) 2017 before the explant ((B)(6) 2017). It was confirmed that electrocautery was used during the explant procedure contributing to the pulse disabled condition. The physician indicated that the increase in seizures had not been assessed and therefore no conclusion can be drawn. No additional or relevant information has been received to date.

Event description:
Information was received from the patient's neurologist stating the increase in seizures was believed to be due to the magnet function not properly working and that the patient does not normally feel magnet stimulation. It was also stated that the magnet activations were registering on the programming system, and this indicates that magnet stimulation is being delivered. Also, clinical notes were received from the period of hospital admission. The neurologist that assessed the patient during the admission attributed the increased seizure activity to a decrease in battery life. The notes also noted that the swipe of the magnet abated seizure activity twice. No additional or relevant information has been received to date.

Event description:
It was reported that the patient's vns is not at end of service but his seizure level has increased. The patient was referred for prophylactic replacement. The patient had been hospitalized due to increased seizure activity. Settings were changed during the admission and the patient returned to baseline activity. The exact results of the interrogation were not provided. The vns generator has since been replaced. The explanted device has not been received for analysis to date. No additional or relevant information has been received to date.